Manufacturer narrative:
Additional information: no intervention was required for removal of the device and the device was safely removed from the patient. A 0.014¿ guidewire was used for guidewire loading check and it was unable to advance through the device. The device was loaded into a deployment fixture, the stent did not deploy with a maximum peak force of 4.20 lbs (should be less than 3.00lbs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with 80% stenosis of the right internal carotid artery ostium underwent a full-brain angiogram. During the internal carotid artery stent implantation procedure, the protege rx stent was accurately positioned, but the stent sheath would not retract, resulting in an inability to deploy the stent despite repeated attempts. The product was replaced with another sepx-10-7-40-135 stent, after which angiography confirmed accurate positioning and successful deployment. Embolic protection was used during the procedure. The patient underwent pre-dilation with a 4mm x 30mm device. The patient remained alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: the customer returned one image for evaluation. This image depicts what appears to be the protege rx device with a portion of the stent exposed. Product analysis the device was returned with the touhy-borst loosened and the stent partially exposed the device was confirmed as 40mm, the device was returned with approx. 7mm of the stent exposed, a 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device was unable to flush. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.